Manufacturer narrative:
Medical records do not contain lab/diagnostic results, dialysis treatment flow records or medication records for review. Medical records reveal that the patient was not sure what precipitated the peritonitis but she did note she had stopped using her mask and gloves for a little while. Patient also stated that she had been using the same bottle of water for several months to clean her exit site. Patient was counseled on better hygiene tips including resuming wearing a mask and gloves, spraying the toilet with clorox after each treatment and using a fresh water bottle to clean her exit site each time. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis. Medical records suggest the patient¿s peritonitis was caused by the patient¿s self-admission of poor aseptic technique during peritoneal dialysis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
Based on the 6 pages of medical records the following was found: the patient was diagnosed with stenotrophomonas and oerskovia. The patient was treated with intraperitoneal vancomycin and intraperitoneal ceftazidime as well as oral levaquin. A call was placed to the peritoneal dialysis registered nurse (pdrn) who confirmed the patient had peritonitis due to touch contamination on (B)(6) 2015.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A 50 year old patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported she developed peritonitis and was treated with antibiotics. During follow-up the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on (B)(6) 2015 and treated with an unspecified medication (drug name, dose, route, and frequency unknown). The patient's peritonitis was due to touch contamination. As of (B)(6) 2016, the patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.